Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
During set up for the first treatment of the day, it was reported by the user facility that the saline bag back-filled during recirculation. The biomed tech was unable to replicate the issue.